Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were staples seen on the tissue on the side that was not stapled? If yes, please describe the shape (malformed, unformed, incomplete, etc.). ¿there were no staples to see on the side it didn't fire. There was a huge hole¿.

Event description:
It was reported that during a gastric bypass procedure, while creating the gastric pouch, the staples cut and stapled the remnant side but on the pouch side it managed to cut through but failed to staple. The surgeon had to re-staple the pouch side; which worked fine. There were no adverse consequences for the patient reported.